Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the catheter was broken. There was no report of patient impact. The following information was provided by the initial reporter: catheter broken, defect: catheter broken (issue: catheter broken before placment)

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the catheter was broken. There was no report of patient impact. The following information was provided by the initial reporter: catheter broken. Defect: catheter broken (issue: catheter broken before placment).